Event description:
It was reported that a patient underwent an revision surgery due to rotator cuff insufficiency. No other effects reported per clinical report and no further patient complications have been reported in relation to this event.